Event description:
A surgeon reported low aspiration during a procedure. The case was completed using the same equipment. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the pressure/vacuum manifold and latch seal to address the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).